Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The reported symptom of does not recognize an open door was reproduced during evaluation. Evaluation found through visual inspection that the upper and lower latch switches were depressed when the door is open. The upper and lower auxiliaries were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognized an open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.